Event description:
Customers contacted haemonetics on (B)(6) 2008 reporting they are not utilizing their machine and want to return it. No injury or reaction was reported.

Manufacturer narrative:
Customers contacted haemonetics on (B)(6) 2008 reporting they are not utilizing their machine and want to return it. No injury or reaction was reported. Eval of the machine confirmed it experienced a blood spill. The issue damaged various components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f) device caused or contributed to the reportable event identified in this complaint. (B)(4).